Manufacturer narrative:
Qn#: (B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. A functional inspection was performed to attempt to inflate and deflate the balloon cuff on the returned et tube. A lab inventory syringe filled with air was connected to the valve of the pilot balloon. Upon injection of air, both the pilot and cuff immediately inflated. The syringe was then removed and the cuff and pilot balloon were inspected for leaks. No leaks were detected. The cuff was left inflated for approximately 10 minutes with no leaks observed. The syringe was then reattached in order to deflate the balloons. Both the pilot balloon and balloon cuff were able to deflate. The et tube was submerged underwater and an attempt to inflate was made to detect any leaks. Upon injection, the et tube was able to inflate and no leaks were detected. Other remarks: the instructions for use (IFU) for this product states, "the tracheal tube cuff inflation system, including the valve, should be checked prior to intubation. If a malfunction, is detected in any part of the system, the tube should not be used." "Care should be taken to avoid damaging the thin-walled cuffs during intubation. If cuff is damaged, the tube should not be used." The IFU also states, "cuff pressure should be monitored routinely to assure that an adequate tracheal seal is maintained and that the cuff has not become over-inflated. The tracheal tube cuff should be slowly inflated with the minimum amount of air required to provide an effective tracheal seal. Do not inflate with a measured volume of air or by "feel" of pressure in the syringe since little resistance should be felt during inflation." The reported complaint of "hole in the tube during use" could not be confirmed based upon the sample received. The returned et tube was able to inflate and deflate with no difficulty. All et tubes are 100% inspected for both and inflation and deflation at the time of manufacturing. A DHR review was performed and showed no evidence to suggest a manufacturing related issue. No functional issues were found with the returned sample.

Event description:
Customer complaint alleges "clinician tried to intubate noticed a hole in the tube". Alleged defect reported as detected during use. It was reported there was no injury or consequence to the patient.

Manufacturer narrative:
(B)(4). The customer initially returned the wrong sample for investigation. They contacted teleflex and confirmed they are sending the correct sample. The correct sample was received - an et tube, cuffed, size 3.5, product code 5-10107, lot # 73f1700695. The returned et tube was visually examined with and without magnification. Visual examination of the returned et tube revealed that the notch on the tube where the inflation line comes out is off-centered and has a hole in it. No other defects or anomalies were observed. A device history record (DHR) review was performed on the lot number of the sample received. There were no issues found that could relate to the reported complaint. The reported complaint of "hole in the tube during use" was confirmed based upon the sample received. The et tube was returned with the notch in the tube by the inflation line off-centered and the notch had a hole in it. The hole appears to have been caused by a manufacturing error. A non-conformance has been initiated to further investigate this complaint issue.

Event description:
Customer complaint alleges "clinician tried to intubate noticed a hole in the tube". Alleged defect reported as detected during use. It was reported there was no injury or consequence to the patient.

Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. Samples from the current production, were inspected. Defect reported "hole in the tube during use" was not observed. A device history record investigation did not show issues related to this complaint. Customer complaint cannot be confirmed based on the information received. It is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. Corrective actions cannot be established at this time. If the device sample becomes available at a later date, this report will be updated accordingly.

Event description:
Customer complaint alleges "clinician tried to intubate noticed a hole in the tube". Alleged defect reported as detected during use. It was reported there was no injury or consequence to the patient.